Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's blood glucose rose to 555 mg/dl within 4-24 hours of wearing the pod. Upon removal from the abdominal infusion site, the cannula was found bent. The patient also reported a sensor issue and experienced headaches, dizziness and vomiting prior to contacting their healthcare provider. Fingerstick testing and insulin pen use were part of their routine diabetes management during the medical event.